Event description:
This event involved a tonsillectomy procedure performed in 2007. The pt sustained a burn the size of a cigarette burn on the lip. A metal retractor was in use in the area of the burn.

Manufacturer narrative:
Biomed dept evaluated the unit and reported it being within specification range. The same device was returned to conmed for evaluation and found to be operating within specifications. No repairs were needed for this device.